Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user's guardian sought assistance to change the ilet infusion set tubing, elected to keep the existing cartridge, and with support resumed insulin delivery. During the incident the user's blood glucose was elevated to 240 mg/dl after consuming a large juice, and no device alerts occurred. Customer care provided support that included communication with the user and recommendation to a perform supply change. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact, and no medical assistance was required. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.